Event description:
Boston scientific received information that this device displayed high out of range shocking impedances. To date there has been no intervention and this device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received noted that the shocking impedances had become stable and within normal range since the out of range measurement was recorded, thus no intervention has been performed, and the device remains implanted.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
A review of the patient date by technical services confirmed the out of range shocking impedances as well as small amplitude noise on the shock channel most likely related to chest myopotential. Technical services also discussed that the shocking impedances trend is fluctuation and appears stable. Technical services discussed troubleshooting as well as possible indications when it comes to our of range shocking impedance. At this time the system remains implanted.